Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the probe wipe backwash cup on the coulter lh 750 hematology analyzer (lh 750) broke in half and the unit leaked about 2 ml of fluid. Customer reported the leaked fluid contained diluted blood. Customer indicated the leak was not contained within the diluter and spilled onto the counter. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the probe wipe assembly after finding the broken probe wipe backwash cup and resolved the issue.